Event description:
A whisper coronary wire was advanced into the distal lad. The lesions of isr (in-stent restenosis) and denovo stenosis in the mid and distal lad were dilated with a flextome 2.0 x 10 mm cutting balloon, a trek 2.0 x 8 mm balloon, a trek 3.0 x 20 mm balloon, and a flextome 3.0 x 10 mm cutting balloon. As the flextome balloon was being withdrawn from the mid lad, the whisper wire was fractured at the level of the lmt (left mentum transverse) and the distal portion of the wire remained in the vessel extending from the lmt to the distal lad.